Manufacturer narrative:
Weight was provided as a range: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that, regarding the circumstances that led to the issue, was that there was no change and that it ¿just didn¿t work¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that patient's device was removed because it didn't work. No additional information was received. No further complications were reported.